Event description:
Complainant alleged that while attempting to monitor a patient who was not breathing the device failed to detect an ECG rhythm via electrode pads. The medic checked all connections at the pt and device end and the device failed to detect an ECG rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.